Event description:
It was reported the charge time was 17.56 seconds, with a battery voltage of 2.65v. Additional information was noted that in (B) (6) 2008, the charge time was 13 seconds, with a battery voltage of 3.02v. The auto capacitor formation was reprogrammed to every three months at that time. It was also noted that the device had experienced a write to locked ram por (power on reset) in 2005. Information was later received reporting the device alarmed for excessive charge time of over 17 seconds and showed eri (elective replacement indicators), with a battery voltage of 2.62v. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis found normal battery depletion. A write to locked ram por (power on reset), which occurred in 2005, was also observed.

Event description:
It was reported the device was explanted and replaced due to long charge times. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.